Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. However the endoleak was confirmed to be a type 3b endoleak. There were limited patient images available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include; off label use, and a fractured stent.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated and a suprarenal aortic extension. Upon follow-up on (B)(6) 2016, computed tomography revealed that the patient looked to have a leak. Most likely a type ia and possibly type iiia endoleak. On (B)(6) 2016, the physician decided to implant a competitor graft just below the renals. Patient is doing well and will be monitored.